Event description:
The customer reported that intermittently there was no cine or subtraction. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.